Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product could not be returned however, no further details were provided as to why product would not be returned. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "caught fire and burned." No further details were provided. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of explosion or electric shock. There was no report of death, serious injury, or mistreatment associated with this event.